Event description:
Caller reported cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer was provided with pump reset information by technical support and successfully started their sensor session after the reset, with no further display of the error code.